Manufacturer narrative:
The insulin pump had blank display due to corrosion found on mother board. The insulin pump was received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Customer reported the spring was corroded on the battery compartment. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was around 600 mg/dl. The customer treated their blood glucose with a dose of humalog. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.